Event description:
It was reported that during the attempt to deploy a vena cava filter, the filter legs became stuck inside the sheath. After additional manipulation with the pusher wire, the filter was able to be completely released and deployed; however, three filter legs were crossed. The filter was retrieved with a snare device without incident and another vena cava filter was deployed successfully without issue. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.